Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 04/28/2017 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of [ant in place of cgm readings or transmitter out of range alert] was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the distributor contacted animas and alleged that even though the patient had changed sensors multiple times, they were still receiving the ??? Icon, inaccurate cgm readings or no readings at all, sometimes during the entire evening/night. Since a change of sensor has been done many times but the cgm issues keep coming back, the reporter is convinced there is an issue on the transmitter.